Manufacturer narrative:
Dates of event and implant: estimated dates. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. The reported patient effects of worsening heart failure, and worsening mitral regurgitation are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported heart failure (prolonged hospitalization) and mitral regurgitation (unchanged mr) could not be determined. The reported hospitalization (required or prolonged), was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The UDI number is unknown as the part and lot #s were not provided. The patient death referenced is being reported on a separate medwatch report #. Literature: transcatheter mitral valve repair in cardiogenic shock and mitral regurgitation a patient-level, multicenter analysis.

Event description:
This is filed to report the heart failure and mitral regurgitation listed in the article. It was reported through a research article identifying the mitraclip that may be related to death, rehospitalization for heart failure, and unchanged mitral regurgitation grade. Details are listed in the attached article, titled, "transcatheter mitral valve repair in cardiogenic shock and mitral regurgitation a patient-level, multicenter analysis". This article was a compilation of results from 13 studies involving 141 patients.